Event description:
It was reported that the ventilator had an issue with supplying the gas. No more information was available. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator had an issue with supplying the gas. The field service engineer investigated the unit on site, they couldn't reproduced the reported event. The fse downloaded the logs, installed latest sw and returned the ventilator to customer. No parts were replaced. Therefore, the investigation consists of an evaluation of the ventilator¿s logs. The evaluation of logs show that the ventilator generated an expiratory minute volume alarm and there is an elevated leakage at the same time. There are no technical error codes in the logs. The pre-use check prior the event were successful there are no logs after the event. The experienced low expiratory volume alarm is most probably what was described as the ventilator stopping delivering gas. The cause of the alarm was leakage. How and what caused the leakage at that time has not been determined.

Event description:
Manufacturers ref: # (B)(4).